Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The root cause is that the expulsor was out of specification. The expulsor was trimmed to fix the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed accuracy test -6.35%. Occurred during testing. No patient involvement.